Event description:
It was reported that a patient underwent an ovarian cyst dissection procedure on (B)(6) 2021 and suture was used. It was identified during the investigation of the sample received that this suture had a clip off defect. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure?¿¿ovarian cyst dissection . Photo investigation summary: visual analysis of the one picture received c for evaluation, determined that two winding formers with one detached of product code j433h could be observed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Investigation summary ==> one winding former with a needle and dispensed suture product code j433 were returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional investigation summary ==> fifteen packets of product code j433h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed, and the pull force meets the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Related medwtach reports - 2210968-2021-08243, 2210968-2021-10112